Event description:
Customer contacted beckman coulter inc. In regards to inconsistent ise results obtained by unicel dxc 800 pro chemistry analyzer. The samples were not repeated. The results were not reported out of the laboratory and patient treatment was not impacted.

Manufacturer narrative:
The ise system is calibrated every eight (8) hours. Field service engineer (fse) replaced the na reference and measuring electrodes and cleaned the ise flow cell. No further issues to date have been reported a clear root cause has not been identified.